Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a chemoclave® bag spike was found to not infuse during patient use. The reporter stated "it could not infuse." The event occurred during infusion. There was 1 quantity that involved a problematic device. The length of time the device was in use is 3 sec. The identity involved and/or mating devices is terumo 10 ml syringe. There was no patient harm reported.

Manufacturer narrative:
One (1) used. List #ib-ch10, chemoclave® was returned for evaluation. As received a partial tube was connected into the set. However, no physical damage or anomalies were observed. No mating device was returned for evaluation. The returned ib-ch10 was primed as per procedure and a flow restriction was observed during the test. Once the clave was dissembled a girdled spike was observed. No additional damage or anomalies were observed. Complaint of fluid path occlusion can be confirmed. The probable cause is due to an errant solvent applied during assembly process in manufacturing.